Manufacturer narrative:
Complaint no: (B)(4). (B)(6). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as a patient disconnected the patient line from the transfer set and then reconnected during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell six of eight in peritoneal dialysis. It was reported that a patient disconnected and reconnected without using proper procedure. The technical service representative assisted the patient to cycle the power on the device, and advised the patient to perform manual drain. The technical service representative explained the alarm and discussed proper procedure with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.